Event description:
It was reported that the patient presented to the emergency room. Upon review, the right ventricle lead exhibited failure to capture. X-ray confirmed lead dislodgement. The right ventricle lead was explanted and replaced. No patient consequences.